Manufacturer narrative:
Additional information will be provided once the investigation has been completed the device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: third party insulation cracked, compromised, broke, or breached (failed insulscan) , finger grip missing. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause is third party repair. The device manufacturer date is not known at this time. (B)(4).

Event description:
It was reported that the insulation had been compromised.